Event description:
It was reported that a no-cross occurred with the promus rx stent delivery system (sds) in the distal circumflex artery. During removal, the proximal edge of the stent met resistance with the distal tip of the guide catheter and upon removal, the stent struts of the sds were noted as being flared. A xience v sds was used to complete the procedure. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion blue, guide cath: 6f launcher ebu 3.5. Analysis of the returned product revealed blood on the balloon, which suggests the stent delivery system (sds) had been advanced into the body. The stent implant was stationary on the tightly folded balloon between the markers. The tip length and stent implant outer diameter dimensions met manufacturing criteria. There was a bent strut in the third row of the proximal end of the stent implant. The inability to cross a lesion can be affected by numerous factors including, but not limited to: patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; typically not associated with a product quality deficiency. Although the anatomical condition was not reported, the failure to cross is not generally associated with a product quality deficiency and was likely related to circumstances of the procedure. In this instance, after the attempt to cross, the stent strut likely became flared as it interacted with the tip of the guiding catheter upon removal, thus contributing to the resistance during withdrawal through the guiding catheter. A review of the product manufacturing records did not reveal any nonconforming material records (ncmr) associated with this lot that could have contributed to this complaint. This suggests that there are no lot specific product quality deficiencies. The failure to cross, stent damage and difficulty removing the sds appears to be related to operational context. You are receiving this MDR report from abbott vascular because (B)(6) distributes promus as its own brand labeling of (B)(4) drug eluting stent in the us.